Event description:
The line was connected to the patient and to a power injector pump. When the technician pushed the button which intiated the power injector's injection of the contrast media, the vent plug from the catheter came loose. This caused the contrast to leak out. It did not infiltrate into the patient.====================== health professional's impression======================a piece of the catheter flew off causing a break in the line. The contrast media subsequently leaked from the area of breakage.